Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Pvl can occur as a result of many factors including anatomical factors or technique related factors, and is not a result of a device malfunction. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration can encompass multiple failure modes including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, although there have been attempts to receive further information regarding the device, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after eight (8) years, eleven (11) months due to aortic stenosis, calcification, valve dehiscence, and moderate paravalvular leak. A 21mm pericardial bioprosthesis was used in replacement and the patient was transferred in stable condition. The post-operative course was complicated by paroxysmal atrial fibrillation and thrombocytopenia. These were resolved and the patient was later discharged.